Event description:
It was reported that the vinyl catheters were "jammed into" the boxes, causing them to be bent.

Manufacturer narrative:
The reported event could not be confirmed. No sample was returned for evaluation. A potential failure mode could be "misassembled packaging (incorrect position of packages inside the box)". A potential root cause for this failure could be " lack of training packaging pattern not followed." The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use."

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the vinyl catheters were "jammed into" the boxes, causing them to be bent.